Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that when the product was checked before use, black spots were found adhering to the product.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received a 22g x 1.0in insyte autoguard unit which resembled the device in the photos. A gross visual inspection shows a unit that has no specific damage however, the barrel had dark spots, which confirm the reported issue. A gross visual inspection of the returned unit found that specks of non-foreign material were embedded in the molded component. No visual particles (foreign or non-foreign) were loose or found in the fluid path. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. A device history record review showed no non-conformances associated with this issue during the production of this batch.